Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number. Catalog # - possible list numbers are cl2000s-5, cl4130, cl4160, cl2100 and cl-80s-5. Initial reporter facility name - (B)(6) center.

Event description:
The event involved an unspecified chemolock device that was reported to have air in line with filter and the registered nurse had to prime. The medication involved was keytruda but here was no unprotected chemo exposure. There was no report of patient involvement or patient harm.